Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours 300 mg/dl. It was reported the patient had experienced pain, red inflammation and purulent discharge as well as a bump at the pod infusion site (abdomen). The patient removed the pod. The patient had gone to their local clinic where they were diagnosed with cellulitis. The patient was prescribed cephalexin to be taken 3 times daily. In addition the patient was advised to keep a hot compress on the infusion site and to squeeze out as much of the purulent discharge as possible.. The patient was at the clinic for about an hour. The patient was able to apply a new pod.